Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form and the knife did not cut. The surgeon resected tissue and applied another instrument to complete the procedure.